Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump was damaged and had error alarm. The customer¿s blood glucose level was unknown. The customer states that the pump doesn't work anymore. Troubleshooting was performed for damage and noticed after rewind pump alarmed again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test due to motor anomaly.